Event description:
It was reported that the patient was a pilot whereby the lens decentered causing halos. It was stated that the lens was explanted in a secondary procedure. No further information was provided.

Manufacturer narrative:
UDI #: (B)(4). The manufacturing record review was performed. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows that the lens was within specification in terms of optical power. During the manufacturing record review of the production order for this serial number no non- conformances or assignable cause were identified. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.